Event description:
Event description guidant received information that while the patient was recovering from the implant procedure, this right ventricular lead exhibited loss of capture on the telemetry monitor. The lead was then successfully repositioned.